Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/21/2016 with the following findings: a review of the black box and alarm history showed a call service 088 alarm occurred on (B)(6) 2016. The pump emitted a call service 078 alarm during the first rewind attempt; the complaint of a call service 088 alarm could not be adequately investigated due to inability to clear the call service 078 alarm. Unrelated to the original complaint, investigation revealed the following: the pump casing was cracked at the base between the keypad and the display lens; there was moisture corrosion inside the display screen; leak testing revealed a leak at the pump base; there was evidence of internal moisture found on multiple internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.